Event description:
It was reported the stimulation could not be adjusted, and there was a power-on reset (por) condition. The device was displaying the "call your doctor" icon. Clearing the por was reviewed with the rptr, and this resolved the issue.

Manufacturer narrative:
(B)(4).